Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead was found partially dislodged same day of implant, after pocket closure. Device interrogation noted intermittent ventricular loss of capture and no long pauses. Lead exhibited high pacing thresholds and low amplitude. A revision procedure was performed wherein the lead was successfully repositioned and event was resolved. There is no evidence of additional adverse patient effects were reported.